Manufacturer narrative:
(B)(4). Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a left heart catheter procedure. During the procedure, three inappropriate shocks were delivered. Review of the episode showed the qrs amplitudes had decreased and the t-wave was oversensed. Attempts to recreate oversensing were unsuccessful. No adverse patient effects were reported.